Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had one knob missing and the encoder shaft was bent. It was also indicated that a display wire was pinched, and insulation was exposed. It was also indicated that a printed circuit board (pcb) was damaged, one knob was damaged, a case screw was contaminated, and the upper case was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a knob and the knob shaft was bent. The epg was returned for service. There was no patient involvement.